Event description:
It was reported by the patient that she was shocked 5 times. As a result, the device was explanted and the pace/sense portion of the rv (right ventricular) lead was capped and replaced with a new pace/sense lead. The high voltage portion of the lead is still in use. The patient was concerned that radiation therapy she had received may have caused the shocks. No further patient complications were reported as a result of this event. Further information indicates that the lead was fractured.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies were found. Other: it was reported by the patient that she was shocked 5 times. As a result, the device was explanted and the pace/sense portion of the rv (right ventricular) lead was capped and replaced with a new pace/sense lead. The high voltage portion of the lead is still in use. The patient was concerned that radiation therapy she had received may have caused the shocks. No further patient complications were reported as a result of this event. Further information indicates that the lead was fractured. No conclusion can be drawn, lead(s), fracture of device remains activated shock, inappropriate.